Event description:
On (B)(6) 2012, at (B)(6), a red piece of plastic was seen inside the arterial filter.there was no patient involvement.(B)(4)

Manufacturer narrative:
(B)(4). The quart arterial filter was not returned to maquet (B)(4) for analysis. However, it was determined that the reason for the foreign particle was an abrasion of the red stopcock. The foreign particle can be caused by heat influences in combination with a burr in the molding tool. As a corrective action, production was notified of this event. Production has since polished the molding tool. (B)(4).